Event description:
A pt had developed meningitis and was treated with antibiotics and pe tubes were placed. The meningitis was reportedly "pneumococcal". There were no complications known to have occurred.